Event description:
Upon having the essure coils implanted, I have had severe lower back pain, weight gain of 50 lbs, bloating, joint pain, heavy menstruation, severe headaches, sharp pains in fallopian tube area, extreme fatigue. I am currently looking into a hysterectomy in order to have the essure coils removed. All of my symptoms have occurred within a couple of month from the date essure was implanted. Essure should be taken off of the market.